Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified that the inner packaging was torn. Initially it was reported that the packaging of the octaray mapping catheter was noticed to be visibly damaged. The bottom of the catheter box was punctured when it was received. The caller stated the physical damage to the catheter packaging was not noticed during a procedure. No generator was used. Additional information was received. The outer box was torn and there appeared to be some damage to the inner package as well. The catheter was still in the tray. The biosense webster, inc. Product analysis lab received a picture and device for evaluation and per the investigation completion on 25-mar-2025, observed in the picture that the box was broken and the inner packaging was wrinkled and torn. The event was originally considered non-reportable, however, bwi became aware of the inner packaging torn on 25-mar-2025 and have assessed this condition as reportable.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-mar-2025. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A picture sent by the customer shows the box broken and the inner packaging wrinkled and torn. The box and inner packaging of the device were not returned; therefore, further analysis could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The packaging issue reported by the customer was confirmed based on the picture received. The potential cause of this issue could not be established conclusively. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).